Event description:
It was reported that one day post-implant an alert for high pacing lead impedance was observed. Multiple lead impedance measurements were performed and stable. The measurements were stable in-clinic, therefore the lead diagnostics were cleared to address the alert. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.